Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that foreign material was noted. During a pulmonary vein isolation to treat an atrial fibrillation, a farawave nav catheter was selected for use. During preparation, upon unpacking, it was found that the handle part of the farawave nav catheter was stained white. The catheter was replaced, and procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis as it was disposed.